Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2024 during which the entire system was explanted to address high impedances.

Event description:
Related manufacturer reference number: 3006705815-2024-00951. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. In an update posted on 26 july 2024 it was reported the patient underwent successful explant of their system. A new system could not be implanted due to anatomical issues.